Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported tissue damage and the relationship to the product, if any, cannot be determined. The increased mitral regurgitation (mr) is likely due to the reported tissue damage. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage is listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report after clip implantation, leaflet damage occurred and increased mr. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. There was noted increase in mr after the clip was further tightened and a partial leaflet tear was noted in the anterior leaflet an additional clip was used to treat the tear. Two clips implanted reducing mr to 2-3. No additional information was provided.